Event description:
It was reported that a patient underwent a strabismus surgery on an unknown date and suture was used. The patient came to the clinic for control purposes 2 weeks after the suture was applied. The patient experienced a tissue reaction in the area where the suture was applied. The reason is thought to be due to sutures. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: patient 1 - patient had strabismus surgery with adjustment under local anesthesia with lidocaine next day after surgery. (Without complication). First patient is good with oral low dose steroids (used for one week). We routinely use steroid (onadron) and antibiotic (tobsin) drops after surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? Are there any photos available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Was any pre-op cleansing procedures or products changed recently? If yes, please describe.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: all patients are female. All patients are over 45 years of age. One with pyogenic granuloma is overweight (pt 3), the other two are at normal weight. The sutures in strabismus patients were used for suturing of the rectus muscles to the sclera and in patient with granuloma the suture was used on the eyelid skin. The tissues were normal appearing. I described surgical interventions in my previous email. We use sutures on the both sides of rectus muscles. And the reaction were exactly at these both sides. The reactions were observed on the second week after surgery. No history of allergy in any patient. No allergy test performed. Patients are good with topical and/or systemic steroids. We use %0.9 nacl for cleansing, never changed. Surgeon: dr. (B)(6).